Manufacturer narrative:
Follow-up submitted as it was determined this complaint was previously submitted in medwatch #0001831750-2013-03351.

Event description:
It was reported via repair work order that the headend lift was stuck in an elevated position due to broken headend lift assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the headend lift was stuck in an elevated position due to broken headend lift assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.